Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws on device would not open after firing. The jaws were across the cystic artery at the time and another like device was used to place clips on either side prior to being pulled off. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the orange indicator over traveled. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. Upon firing of the device, it fed and formed the remaining clips as intended. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. The found orange indicator failure is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.